Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. The physician had removed the lead and new lead was replaced. The patient was hospitalized. No additional adverse patient effects were reported.